Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was not detected on bus. A field service engineer (fse) stated that all drawers in the auxiliary were not detected on the bus, though all boards displayed proper lights. All drawers functioned correctly in the hardware test application. The fse reseated the pyxis bus cable, inspected it for cuts, and rebooted the system. After launching the application, all drawers were recovered, and the escort was allowed to access inventory from multiple drawers. Functionality was tested successfully. The system functioned as intended after the field service engineer repaired the device.